Manufacturer narrative:
The customer's meter was received for investigation. The meter would not power on during the investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9, and h3 have been updated.

Manufacturer narrative:
Initial reporter occupation is lay user/patient (patient's husband). The reporter stated there was no contamination or cleaning residue in the battery compartment or under the strip guide cover. The meter was requested for investigation.

Event description:
We received an allegation of a display issue with a coaguchek xs meter. Upon completion of a display check all segments were legible. Results in the memory of the meter showed completely with no issues. After the code number appears on the screen, the reporter saw 3 "rrr"s in the results field of the device. The reporter also saw a left arrow and the word "sec" during the warm up phase when the hour glass is displayed. The left arrow and the word "sec" remain on the screen when the countdown begins.